Event description:
During a routine follow-up, the pt was found to be pacing at 112 pulses per minute while connected to a 12 lead ECG. The nurse also received an error message on the programmer screen but could not recall what message had appeared. The nurse then attempted to program the device but received an incomplete programming message. The nurse interrogated the device and received a device parameter error message which is appropriate for an incomplete programming. As a result of the device parameter error message, the device was at all functions off and the pacing stopped. The nurse was no longer able to interrogate the device fully. The nurse used the archived data mode to retrive device printouts but could not retrieve the device serial number. The decision was made to explant the device. The anomalies noted indicate a crystal failure.

Manufacturer narrative:
H.3 eval: the device reset and parameter errors were belived to be caused by the failed crystal. It has been noted that a low amplitude crystal signal can alter the microprocessor clock signal which is believed to cuase erroneous data to be written in the micro ram. It has been seen in tests that by simulating a failed crystal device serial number changes and ram value changes may occur, as well as loss of telemetry. H.7 reference recall no. Z-232-7.